Event description:
During surgery the circulating nurse was asked to give tobradex on the corneal shield. At this time the scrub tech noticed irregular edges on the shield. After a closer look rptr noticed a large portion missing from the edge. The surgeon rejected the lens and another one was opened and replaced.